Manufacturer narrative:
Concomitant medical devices: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high undefined impedance. There was also confirmed fracture on the ra lead. The ra lead was removed and replaced with an epicardial lead. No patient complications have been reported as a result of this event.